Manufacturer narrative:
The device was returned for evaluation on april 25, 2019, h6: the actual device was tested. Functional testing was performed on the cutter using a stellaris pc system. The tip protector was in place, and the needle was bent. The port window was in the opened position, and there is fluid in the lines. The cutter looks used. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. This cutter had good clean cuts throughout the various cut rates and had good aspiration. This cutter performs as intended. Additional investigation results are pending.

Manufacturer narrative:
Review of the complaint database revealed no other complaints have been submitted against lot w1385. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. CAPA 610815 was closed on 06 july 2018 but was still open when lot w1385 was manufactured. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement. Despite multiple requests the product has not been received for evaluation. Should the product be received, further investigation will follow. No additional corrective action is necessary at this time.

Manufacturer narrative:
Section d1 was corrected to reflect the correct brand name of device, or "23gapost pk w wf 6/bx". The incorrect line item had been selected on the previous follow up. Review of the complaint database revealed no other complaints have been submitted against lot w1385. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Refer to CAPA 610815. CAPA 610815 was closed on (B)(6) 2018 but was still open when lot w1385 was manufactured. Per CAPA 610815 and qcr 332663 the vitrectomy tubeset used on the stellaris pc packs and stand alone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in jun-2018. Any bl5223w product with lot #w2087 or higher will include the vitrectomy tubeset enhancement. This cutter was found to be functional, therefore the root cause could not be determined. The investigation is complete.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Additional investigation results are pending.

Event description:
A user facility in (B)(6) reported a cutting problem that occurred during a procedure however, aspiration continued. It was reported that there was no patient impact.